Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels since june. The customer stated that she has been sick, and has been under stress ever since two of her family members passed away. The customer also stated that she has experienced bent cannulas, and the insulin pump has never given her a no delivery alarm. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.